Manufacturer narrative:
The hvad is used for treatment not diagnosis. The site reported one (1) controller and four (4) batteries were experiencing power switching events as well as one (1) battery charger that was concomitant with the event. There was no reported patient injury related to this event. The controller, battery charger and batteries were taken out of use and new equipment was issued to the patient. The devices were not returned to the manufacturer, but review of the manufacturing documentation confirmed that the associated devices met all requirements for release. Based on the results of the previous manufacturer's internal investigation, field actions and changes to the battery internal cell supplier, no additional investigation of this event is required at this time. The most likely cause of the reported "power switching "event can be attributed to faulty internal cells within the battery pack. Field safety notice (fsca apr2014) was issued to provide patients and healthcare providers with information to recognize batteries with less than two hours of run time, as well as reemphasize instruction on actions to take when battery alarms occur and reinforce proper power management. Field safety notice was then expanded (fsca apr2014.1) in order to remove batteries from the field that were released prior to the implementation of enhanced battery screening process to address and prevent battery failures the ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. Per the instructions for use (IFU): patients are instructed to always keep a spare set of fully charged batteries available at all times, beyond the two (2) power sources that are currently connected to the controller. The instructions for use and patient manual include a reference guide for alarms including potential causes and actions to take. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of devices are also outlined. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Heartware is submitting this report as a result of remediation activities related to FDA warning letter (B)(4), dated june 2, 2014, and pursuant to the provisions of 21 cfr part 803. This is two of five reports 3007042319-2016-00343, 3007042319-2016-00344, 3007042319-2016-00345, 3007042319-2016-00346 and 3007042319-2016-00347 submitted for devices related to the same even.

Event description:
It was reported from (B)(6) that the controller was unexpectedly switching the active power source when fully charged batteries were connected. Additionally, "toggling" was observed between power port 1 and power port 2 of the controller. A controller exchange was performed. The four batteries, controller, and battery charger were removed from service and the patient was issued replacement devices. The equipment was not returned to the manufacturer for analysis. It was stated that the issue persisted even after the equipment was exchanged. There was no reported patient injury as a result of this event